Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device was showing an "abnormal energy delivery" message when attempting to deliver defibrillation energy. This issue was observed during testing and there was no report of any patient use associated. It was later confirmed to not be delivering any defibrillation energy when attempting to shock.